Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("bilateral pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 5 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("lumbar pain with sciatic irradiation") and metrorrhagia ("metrorrhagia"). In (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sciatica, metrorrhagia and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, metrorrhagia, pelvic pain and sciatica with essure. The reporter commented: lumbar and pelvic pains persisted during 4 years and that led to reduction of working time after consumer's demand. She did not do the link with essure at the moment since her work as home medical assistant require a lot of lumbar tension. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: positive to nickel, computerised tomogram - in (B)(6) 2015: result not provided, ultrasound pelvis - in (B)(6) 2015: result not provided; in (B)(6) 2017: result not provided . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.